Event description:
It was reported that the right ventricular lead had oversensing, noise, unstable impedance, and possible lead fracture. The lead was explanted and replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and all insulators were breached due to clavicle rib crush. It was noted that the defibrillation coil was distorted, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, all insulators had bilumen tubing voids, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.